Event description:
The report stated that during a cystectomy, the device locked on tissue and could not be opened again. The surgeon tied around instrument with sutures to ensure hemostasis and cut instrument out.

Manufacturer narrative:
Date of initial report: 09/25/2008. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.